Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month optiflo hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
An optiflo injection needle device was used in 2008. According to the complainant, the needle was noted to be bent at an angle and, therefore, unable to inject the bleed site. The procedure was successfully completed with a second optiflo injection needle device. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".